Event description:
Customer reported a scrambled video image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the camera. System operates as intended.